Manufacturer narrative:
The patient samples sent by the customer were tested by beckman coulter. Beckman coulter confirmed the reactive rubella igm results obtained by the customer. Addition of non-specific human igm to the samples clearly suppressed signal, but addition of heterophile blockers did not decrease the signal. These results demonstrate the presence of igm being able to generate signal (rlus) by linking particles to conjugate rubella antigen and that these igm do not correspond to heterophile antibodies. However, testing by an alternative method did not confirm the access results. It should be reminded that as mentioned in the IFU: "the presence of anti-rubella igm does not always indicate a recent infection, because igm can persist for many months, or even for several years after infection. Igm presence indicates the need for quantitative examination of anti-rubella igg" indeed, rub igm positivity without clinical symptoms or biological abnormalities have been described in several publications and may explain the situation encountered by the customer. Concerning the discrepancy between the access results and values obtained by competitors, it should be reminded that, according to IFU, the specificity and sensitivity of the access assay are respectively (B)(4). Despite the fact that such figures are the proof a high performance level, they also indicate that a very low rate of discordant results is to be expected. As for all semiquantitative assays, the access results should be therefore interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information. (B)(4).

Event description:
A customer contacted beckman coulter, inc. In regards to obtaining positive rubella igm results generated by unicel dxi 800 access immunoassay analyzer for one pregnant patient. The customer questioned the results as the results increased during the patient's pregnancy. The results were reported out of the laboratory, and it is unknown if there was change to patient treatment. Testing of the patient's sample on elisa methodology at an alternate laboratory produced 'negative' rubella igm results. The customer sent the sample to beckman coulter for further testing, but the result of investigation is not yet available and the cause of the discordant rubella igm results has not been determined.